Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used for piggyback deliveries of unspecified antibiotics. The secondary tubing sets were connected to unspecified primary tubing sets. After unspecified lengths of time in use, no flow was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Customer indicated the devices were discarded.